Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to produce x-rays. Review of the system log file by fse showed that the system could not communicate with frontal and lateral x-ray generators. Upon troubleshooting, fse found images were not control room acquisition monitor and the reference monitor, so fse replaced the hard disk of the image processing pc, reinstalled the os and fse replaced the vga dvi conversion cable extending from the external video input box (wcb) due to the disturbance in the image of the external input (ivus) of the laboratory. To resolve the reported issue, fse replaced the pc unit (x-ray pc biplane) that controls x-rays, reinstalled the os and the application. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an error: ¿could not access x-ray generator (buffered) via xraygeneration service¿ and was unable to produce x-rays. No harm to the patient or user was reported. Philips has started an investigation of this complaint.